Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were still having issues with maintaining good coupling. Patient stated they typically charge every day for an hour and doesn't see the ins battery get above 50% full. Patient stated that they were charging earlier with 8 bars and then it dropped to zero. It was recommended for patient to place the antenna on the skin vs over shirt, and got 4 boxes. It was recommended for patient to reposition antenna and they got all 8 boxes. Patient stated that even though the issue was resolved at the time of the report, they were worried because the issue was persistent and never fully resolves. A recharger replacement was sent to the patient for troubleshooting purposes.

Event description:
The patient reported that he was not able to charge to 100% and did not see the charge complete screen. This began about a week prior to (B)(6) 2016. His healthcare provider (hcp) told him to call the manufacturer. His implantable neurostimulator (ins) battery went between 50 and 75%. It was tough to find the sweet spot, but he always got eight coupling bars. On (B)(6) 2016, he spent two hour charging his ins. He was recently reprogrammed or switched to a new group. His next hcp appointment was in about a week. There were no associated symptoms. The patients indication(s) for use were parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.